Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after an infusion set change, the cannula fill was initially missed, insulin delivery was interrupted, and blood glucose rose despite subsequent completion of the fill; trending later plateaued, but glucose continued to rise, leading to a guided infusion site and set change with therapy resumption and a recorded blood glucose of 229 mg/dl. Symptoms included hyperglycemia without ketosis, loss of consciousness, or other acute complications. Outcomes included no medical intervention, no backup therapy, and no assistance required. Investigation included review of device and user-reported logs and remote troubleshooting and education. Investigation of this case revealed an unclear cause of hyperglycemia with suspected infusion site or set-related interruption of delivery prior to the set change; no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.